Event description:
Patient status post l4 - s1 click-x fusion construct implantation approximately (B)(6) 2003 returned to surgeon experiencing pain. Surgeon removed all hardware on (B)(6) 2011 and revised the patient to fusion with another product. This is two of fourteen reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.